Event description:
The user facility reported that the cmax surgical tabletop moved from the 9¿ position to the 6¿ position without being commanded to do so. No injuries were reported. Procedural delays and/or cancellations did occur.

Manufacturer narrative:
The reported movement was described as a table slide (lateral) movement. It is not known where the hand control was located when the reported event occurred. Surgical procedures were rescheduled while the cmax table was taken out-of-service for inspection. The technician was unable to duplicate the reported event. The table was found to be in good condition, with no signs of damage or misuse; all pc board connections were secure and intact. All operations of the table were working to specification and the hand control functioned properly. The auxiliary control was found to be properly positioned with no defects. The table was found to be operating to specification; no parts and/or repairs were needed. Based upon the inspection of the table, the root cause appears to be operator error in the form of the hand control being accidentally activated. The technician counseled the facility staff on the importance of proper placement/storage of the hand control.